Manufacturer narrative:
The approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted for low hemoglobin. Additional information was request, however was not provided.

Manufacturer narrative:
Section g4: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2019 at 8:47:19 through (B)(6) 2019 at 7:15:10. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The patient remains ongoing on the heartmate 3 lvas. The account communicated that the patient was admitted for low hemoglobin. Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.